Manufacturer narrative:
The impella cp smart assist was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported an (B)(6) male had impella cp smart assist pump inserted in the right femoral for acute myocardial infarction (ami)/cardiogenic shock (cgs). The patient had bleeding complications around the repositioning sheath, surgical repair was successful, 3 (three) 5 (five) units of erythrocyte concentrates was administered but the patient expired.

Manufacturer narrative:
The (B)(6) assist pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported an (B)(6) male had (B)(6) assist pump inserted in the right femoral for acute myocardial infarction (ami)/cardiogenic shock (cgs). The patient had bleeding complications around the repositioning sheath, surgical repair was successful, 3 (three) 5 (five) units of erythrocyte concentrates was administered but the patient expired.

Manufacturer narrative:
The impella device was returned and an evaluation of the reported event was completed. The root cause was attributed to anticoagulation management not be followed by the hospital.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2022-01242 was provided.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.